Manufacturer narrative:
The report of the thermogard console (sn (B)(4)) produced a beeping sound and with a blank display panel screen was confirmed during functional testing. The root cause was a depleted lithium coin battery in the display panel screen. Upon visual inspection, no physical damage was observed. During analysis of the event log, no error or fault was observed. Upon replacement of the battery on the display panel, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During set-up to treat a patient with head injury, the thermogard console (sn (B)(4)) produced a beeping sound and the display panel screen was blank. The user repeatedly power on and off the console for 5 times and unable to remedy the issue. The console was not used on the patient. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. In addition, after seven hours, the zoll sales representative, was on site and turned on the console, however issue still persisted. After three hours, the medical engineer was able to power on the console.